Event description:
It was reported during in clinic follow up that the right atrial lead exhibited oversensing due to noise. This oversensing resulted in inhibited pacing. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.